Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple intermittent temperature alarms occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose level ranged from 144-145 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issuecould not be verified; however, a different issue was identified.